Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced with visual disturbances - rings. The lens was exchanged for non company lens model following the initial procedure. Clinical reason for explant was mentioned as dysphotopsia. Additional information was received and stated, there was no harm to the patient. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
The lens was returned inside a fluid filled specimen cup. The lens cut into three pieces, typical of removal. One haptic was broken gusset area, not returned. Power and resolution could not be verified due to the optic damage. The lens was a clear company lens. The model and diopter are unknown. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Not enough information was provided for further investigation. The lens was a clear company. The model and diopter are unknown. The power and resolution could not be verified because the lens was returned in pieces. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the reporting facility did the exchange. They did not do the original implant and had no further information available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.